Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable pacing lead (B)(6) 2005. (B)(4).

Event description:
It was reported noise was seen on the ventricular high rate episodes. It was reported that the noise was likely caused by electromagnetic interference (emi). The right ventricular lead is still in use and the will be monitored. No patient complications have been reported as a result of this event.